Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia after suspected infusion set or tubing leaking, with a highest fingerstick glucose of 412 mg/dl and an ilet reading of 338 mg/dl; the tubing was disconnected and refilled to confirm insulin delivery, and glucose had begun to decline before rising again following a meal. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included no hospitalization and no long-term sequelae. Investigation included troubleshooting and education with confirmation of insulin flow through the tubing. Investigation of this case revealed an unclear cause of hyperglycemia despite suspected delivery interruption, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.